Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter and usb cable. Reportedly, the customer was able to charge the pump with an alternate wall adapter and cable. There was no reported impact to the customer's blood glucose level.